Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The photographs were reviewed, and revealed that the device broke in pieces. The clinical/medical investigation concluded that, as of the date of this medical investigation, responses to the requested clinical documentation have not been received and the current status of the patient remains unknown. The photo images provided appear to show a small metallic object/fragment without identifiable manufacturing traits; therefore, it cannot be confirmed that the fragment origin is of a smith and nephew component or instrumentation and definitive contributing clinical factors cannot be concluded. Patient impact beyond the reported foreign body removal as well as additional retained foreign body fragments (¿small iron pieces¿) of unknown origin cannot be determined based on the information provided in the complaint and provided photos. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No sufficient details of the broken device were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference case- (B)(4).

Event description:
It was reported that an unspecified surgery was conducted on an unknown date in which the presence of small iron pieces was observed in the patient. The pieces were removed. However, after this surgery, on (B)(6) 2023 x-rays revealed there were iron pieces still remaining in the patient. Patient¿s current health status is unknown.